Event description:
The patient reported that when activating a new pod, the cannula did not deploy, indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone17.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received for evaluation not deployed. The investigation found no damage or manufacturing deficiencies that would restrict the pod from deploying. Inspection of the bottom housing and environmental seal found no damage. A rotational sensor malfunction was observed, causing priming to end in fewer pulses than expected. The pod arrived in pod state 15 delivering a total of 32 pulses, 22 of which were in the first priming. The pod did not run enough pulses for the needle mechanism to deploy. The pod was reset and connected to an unused personal diabetes manager and replicated the rotational sensor malfunction. Inspection of the rotational sensor assembly found contamination on the commutator cap. The observed contamination on the commutator cap can be confirmed as the cause of the rotational sensor malfunction and reported needle mechanism failure event.